Event description:
It was reported to olympus, that the evis exera ii ultrasound gastrovideoscope had no image during a procedure. The issue occurred during a therapeutic procedure and it was completed with a similar device. Inspection and testing of the returned device found that there was a missing piece on the probe unit and the acoustic lens was chipped. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that ultrasound image was defective with missing elements due to a chip on the acoustic lens and damage to the ultrasonic cable. It was also noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever and the adhesive on the bending section rubber had a discolored area. The distal end had a scratch and water tightness was lost due to deformation of the scope connector. The acoustic lens had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to mishandling by the customer or aging; however, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): according to reviewing the instruction manual (revision 4) at the time of product shipment regarding the damage, the following was found. It is determined that the phenomena indicated can be prevented by this. Caution do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device.